Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they had trouble getting the stimulator working in the right place so they had not used the device for a while. Patient stated that they needed to have an MRI, but they could not find their recharger to charge the implant. Agent asked the patient when the last time they last used the implant was, and patient stated that it was more than 6 months ago. Patient noted that the device was stimulating in the wrong place, so their healthcare provider (hcp) decided to have a new surgery again if they wanted to get the device working again, but patient was not in any shape to have surgery right now. Patient mentioned that they really needed to have the MRI. When asked for an event date patient mentioned that it had been more than 6 months. When asked for a managing hcp, patient noted that 6 months ago they switched to other hcp. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.